Event description:
It was reported on 08/18/99, that the wire of a captiflex polypectomy snare broke during a procedure. The snare wire was retrieved with a grasper and replaced with another device. There was no pt injury. The product was returned for eval that determined that the snare loop and coupling were detached from the cable. The loop and coupling were not returned with the device. The cable could be easily extended and retracted when the handle was activated. The cause of this event is unk.